Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. A death certificate was done and stated the cause of death was cardiopulmonary arrest and acute respiratory failure. The patient was hospitalized one day prior to their death for unrelated events. The patient passed away while in the hospital. Pd therapy was ongoing at the time the patient passed away; however, it was unknown if the patient was performing therapy. It was unknown if an autopsy was performed. No additional information is available.